Event description:
One anesthesia machine on 11/24/99, 4/26/00, 5/2/00, 5/23/00 and a second anesthesia machine 12/10/99, 3/28/00: on these dates the apl valve on the anesthesia machines malfunctioned and the anesthesia practitioner was unable to ventilate the pt. After each occurrence the apl valve was changed with repeated failures following each replacement.